Manufacturer narrative:
The device was manufactured between 23sep2020 and 24sep2020. Thirty-seven (37) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene and acrylonitrile copolymer in 16 bags and paper and styrene in 21 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in thirty-seven (37) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of norepinephrine bitartrate. The pm was identified by the customer as styrene and acrylonitrile copolymer in 16 bags and paper and styrene in 21 bags. There was no patient involvement. No additional information is available.